Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented following a lead integrity alert (lia). Noise on the can to rv coil was observed, along with a spike in the rv pacing impedance and oversensing. It was noted by the clinician that the patient was to undergo a x-ray and additional testing. At this time, the rv lead remains in use. No patient complications have been reported as a result of this event.